Event description:
It was reported that the nurse stated that the patient had been on arctic sun device for quite some time and device appeared to be cooling patient rather than warming. At normothermia the targeted temperature (tt) was 37c at 0.25c/hr. Patient temperature (pt) was 33.9c, water temperature (wt) was 29.2c, water flow rate (wfr) was 3.3 l/m. 4 pads connected with no exposed abdomen. Nurse denied any heat generation by way of shivering, micro-shivering or seizure activity. Bair huggers were in place. Patient temperature (pt) was verified. System diagnostics showed that the outlet monitor temperature (t1) was 23.2c, outlet control temperature (t2) was 23.1c, inlet temperature (t3) was 27c, chiller temperature (t4) was 19.9c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 68 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 6737.7 and pump hours were 6133. Advised heater was not even engaged and seeing as how patient temperature (pt) so far below targeted temperature (tt) was, they would expect to see heater engaged. Confirmed again patient was not generating heat. Nurse stated that they were going to remove device from patient. Advised to send to biomed for evaluation. Per follow up information received via phone on 28nov2023, it was reported that therapy was not completed on the male patient with the device. Bair huggers were used. There was also no impact to the patient. There was an issue with the heating sensor, the device was sent to biomed, and they repaired the sensor and returned the device to circulation. The initial reporter was the educator and was not present when this issue arose. Per follow up information received via phone on 22jan2024, biomed repaired the heater and returned the device to circulation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a faulty heater. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a faulty heater. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient had been on arctic sun device for quite some time and device appeared to be cooling patient rather than warming. At normothermia the targeted temperature (tt) was 37c at 0.25c/hr. Patient temperature (pt) was 33.9c, water temperature (wt) was 29.2c, water flow rate (wfr) was 3.3 l/m. 4 pads connected with no exposed abdomen. Nurse denied any heat generation by way of shivering, micro-shivering or seizure activity. Bair huggers were in place. Patient temperature (pt) was verified. System diagnostics showed that the outlet monitor temperature (t1) was 23.2c, outlet control temperature (t2) was 23.1c, inlet temperature (t3) was 27c, chiller temperature (t4) was 19.9c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 68 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 6737.7 and pump hours were 6133. Advised heater was not even engaged and seeing as how patient temperature (pt) so far below targeted temperature (tt) was, they would expect to see heater engaged. Confirmed again patient was not generating heat. Nurse stated that they were going to remove device from patient. Advised to send to biomed for evaluation. Per follow up information received via phone on 28nov2023, it was reported that therapy was not completed on the male patient with the device. Bair huggers were used. There was also no impact to the patient. There was an issue with the heating sensor, the device was sent to biomed, and they repaired the sensor and returned the device to circulation. The initial reporter was the educator and was not present when this issue arose. Per follow up information received via phone on 22jan2024, biomed repaired the heater and returned the device to circulation.

Event description:
It was reported that the nurse stated that the patient had been on arctic sun device for quite some time and device appeared to be cooling patient rather than warming. At normothermia the targeted temperature (tt) was 37c at 0.25c/hr. Patient temperature (pt) was 33.9c, water temperature (wt) was 29.2c, water flow rate (wfr) was 3.3 l/m. 4 pads connected with no exposed abdomen. Nurse denied any heat generation by way of shivering, micro-shivering or seizure activity. Bair huggers were in place. Patient temperature (pt) was verified. System diagnostics showed that the outlet monitor temperature (t1) was 23.2c, outlet control temperature (t2) was 23.1c, inlet temperature (t3) was 27c, chiller temperature (t4) was 19.9c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 68 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 6737.7 and pump hours were 6133. Advised heater was not even engaged and seeing as how patient temperature (pt) so far below targeted temperature (tt) was, they would expect to see heater engaged. Confirmed again patient was not generating heat. Nurse stated that they were going to remove device from patient. Advised to send to biomed for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.